Event description:
Patient presented to the hospital after receiving inappropriate therapy. Interrogation of the device revealed that the device had gone into reset mode with the following message, "at least one charge has been aborted due to possible output circuit damaged." The device was explanted. It is suspected that the lead is damaged, but it remains implanted.

Manufacturer narrative:
Na